Event description:
It was reported that in 2009 patient had experienced intermittent pain control. Hcp (healthcare provider) had tried different medications but it did not resolve the pain. It was stated that the pump was replaced, following which "this problem resolved". It was determined that the "pump's battery had failed". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted on: (B)(6) 2003, explanted on: unk.